Event description:
It was reported that the bd cathena¿ safety IV catheter experienced catheter cracked. The following information was provided by the initial reporter: customer used a 24g needle in her l ac. When retracting the needle, customer noticed the catheter bent. User pulled back and got blood return however, they then noticed there was blood coming from the IV site. User once again, pulled the catheter back and thats when user noticed it was the actual catheter that was cracked. When flushing the line the saline was going right through the tubing. IV was removed and a 22g needle was inserted instead. Patient did notice what was happening, however she states she feels fine and offers no complaints.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced catheter cracked. The following information was provided by the initial reporter: customer used a 24g needle in her l ac. When retracting the needle, customer noticed the catheter bent. User pulled back and got blood return however, they then noticed there was blood coming from the IV site. User once again, pulled the catheter back and that's when user noticed it was the actual catheter that was cracked. When flushing the line the saline was going right through the tubing. IV was removed and a 22g needle was inserted instead. Patient did notice what was happening, however she states she feels fine and offers no complaints.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.